Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and it was depleting prematurely. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.